Manufacturer narrative:
All operating currents were within specification and no unexpected failed battery test anomaly was noted. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a failed battery alarm. Customer's blood glucose was 190 mg/dl. Troubleshootind did not find any damage to the battery compartment of the insulin pump. The customer stated she did not receive a failed battery alarm after troubleshooting. He also reported that the insulin pump was moving slow when he was rewinding. The customer was assisted with priming the insulin pump. Customer was advised his insulin pump would be replaced. No additional information provided.